Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2 and "PMA/510(k) number" of g5.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for bacillus spp. (3cfu/endoscope) and gram-positive bacteria (5cfu/endscope). Therefore, it became ¿alert level¿ in the (B)(6) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018], all channels: unspecified microbes (8cfu/100ml). [Second time; (B)(6) 2018], auxiliary water channel: unspecified microbes (325cfu/100ml). Air/water channel: unspecified microbes (44cfu/100ml). Instrument/suction channel: unspecified microbes (248cfu/100ml). [Third time; (B)(6) 2018], auxiliary water channel: unspecified microbes (500cfu/100ml). Instrument/suction channel: unspecified microbes (125cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor soluscope, using peracetic acid. There was no report of infection associated with this report.